Event description:
On 07may2020, technical services performed a distal end percutaneous lead (driveline) replacement. It was reported that the patient is utilizing an ungrounded power module patient cable and there have been no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed alarm was observed while on power module. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Patient was given ungrounded power module patient cables. X-rays were submitted for analysis but did not contain obvious areas of concern. Distal end repair was scheduled for 04 may 2020.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 22 inches of the distal portion of the patient's driveline was received for evaluation on 07may2020. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. There was an incidental finding of a small tear in the silicone jacket was observed approximately 0.25¿ from the metal connector. This damage appeared to be cosmetic only and no wire damage was observed through the examination/testing of the distal end of driveline. Additionally, analysis of the submitted log file found one brief low flow hazard alarm while the pump speed was above the low speed limit, on (B)(6) 2020 at 01:51pm. Estimated flow was captured at 2.4 lpm for this event. A specific cause for this event could not be conclusively determined through this evaluation. A correlation between these findings and the reported events could not be established through this evaluation. The center later reported that the patient continued to use batteries or the power module with the ungrounded patient cable. It was reported that if no problem was found with the driveline during analysis, the patient would want to continue to use the ungrounded patient cable and would not prefer getting another pump implanted. No additional equipment was exchanged at the time of the repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including low speed advisory, low speed hazard, low flow hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.